Event description:
Same event as manufacturer's report #: 2134265-2008-00163. It was reported that during an atherectomy and stenting procedure, the burr became stuck in the lesion and detached along with the guide wire. The 80-90% stenosed lesions being treated were located in the shepherd's crook of the calcified proximal to mid right coronary artery (rca). A saphenous vein graft to the rca was completely occluded. Following insertion of a temporary pacemaker, the guide catheter and floppy gold rotawire guide wire were inserted. The rotablator system was run successfully 8 times, with rpms varying from 154,000 to 162,000 rpms for a period of 7 to 46 seconds. On the 9th pass, the burr became lodged in the lesion. The physician made several attempts to withdraw the burr, using various size balloons, guide catheters, snares and guide wires without success. A surgeon was consulted regarding removal of the burr, however he "felt it was unlikely they could successfully remove burr and that in setting of previous bypass it was safest to stent over burr and wire". A final attempt to remove the catheter in pulling forcefully resulted in the burr and rotawire detaching in the patient's body. This fragment was then secured against the vessel wall with another manufacturer's drug eluting stent in the second diagonal of the rca and proximal right posterior descending artery extending across the right atrio-ventricular continuation branch. During the process a "guide dissection" was noted that extended from the proximal rca into the aorta, and this was treated successfully with another stent. Subsequent echocardiogram in the ccu showed no aortic insufficiency. The patient experienced back pain "due to the length of time on the table" as well as experiencing some chest pain and was given fentanyl. Final patient status was reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the history of potential batches, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.